Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they have been inserting an infusion set without the serter and having issues. Customer stated the cannula has been bending and have been causing the customer experience high blood glucose. Patient weight was 145 lbs. Customer stated at one point it went over 600 mg/dl but the customer did not go to the hospital. Customer's current blood glucose was 344 mg/dl and customer declined troubleshooting for high blood glucose. Customer requested a serter. The insulin pump is not returning for analysis.